Manufacturer narrative:
Unit was received with blank display due to moisture damage electronic assembly. Unable to performed functional test due to blank display anomaly. Unable to verify low battery alarm due to blank display anomaly. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working correctly. The customer was having issues with the battery. She received a low battery alarm. The replacement battery cap did not resolved the issue. Customer's blood glucose level was 280 mg/dl. She could not see the alarm history. The customer was advised that the device would be replaced and agreed to return the product for analysis.